Event description:
It was reported that the customer was hospitalized with a high blood glucose of 459 mg/dl. The customer had also been vomiting for 24 hours. The caller stated that she would call back as she did not have all of the supplies with her. The caller also wanted to get the customer back on the sensor as she had not used it in nine months. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.